Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnect alarm was confirmed via the image provided by the customer, which depicted a driveline disconnect alarm on (B)(6) 2024 at 15:04 via the controller¿s alarm history screen. The system controller (serial number (B)(6)) was not returned for analysis, and the provided log files did not capture the driveline disconnect alarm; the system operated as intended throughout the data. Available information indicates that the patient is stable and that no further issues had occurred. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 2 ¿how your heart pump works¿) instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with driveline disconnect conditions. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient reported pump stops on (B)(6) 2024, and they were also having many pulsatility index (pi) events. Log files were submitted for review. The log files found 92 pi events and no other unusual events were observed. It was additionally, noted that on (B)(6) 2024 the patient's system controller alarmed for a power cable disconnect. It appeared that the power cable disconnect alarm occurred on (B)(6) 2024 prior to the first recorded event in the event log file as the event log file displayed data from (B)(6) 2024 from 5:48 pm to (B)(6) 2024 at 12:08 pm. The pump stops resolved; the patient was stable. The cause of the pump stops was never identified and was most likely due to patient error. The pump stops were troubleshooted by inspection, manually tugging on the modular cable and driveline connection to ensure there weren't loose connections, as well as checking the locking mechanism to ensure it was secured correctly.